Event description:
Reported initially noted system has a tendency to block during aspiration of lens fragments and when aspiration line is blocked with dense cataract material, a wound burn occurs. Additional information received noted there were 3 in 34 cases. Patient 2 of 3l there have been no long lasting adverse events or adverse prognosis.